Manufacturer narrative:
(B)(4) if follow-up, what type?: additional information/device evaluation, device evaluated by manufacturer - additional, event problem and evaluation codes - additional.

Manufacturer narrative:
(B)(4).

Event description:
Patient's father contacted dexcom on (B)(6) 2016 to report that the receiver displayed error 67 on (B)(6) 2016. The patient's father did not report injury or medical intervention. No additional patient or event information is available.